Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be conclusively identified. However, based on the results of the investigation, it is presumed the following factors are likely to have contributed to the malfunction: insufficient pre-cleaning, inadequate rinsing, and insufficient drying. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign matter in the biopsy channel. There was no patient involvement.